Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and correction to h3, h6. Correction: device was evaluated on-site, by a olympus medical field service representative. Corrected h3: to "yes". And adding "10 testing of actual/suspected device". The customer will not be returning the device, as the issue was resolved. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, no specific cause was identified, as to why the touch panel was not functioning, as touch display showing blank and no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
An olympus medical field service representative reported on behalf of the customer that the visera elite ii video system center touch panel was not functioning as the touch display was blank (blackout), and there was no image on the monitor. There was no patient or procedure involvement, malfunction was found during daily routine maintenance of equipment.